Event description:
The dealer states that he has tightened the arms up and they are very wobbly, wants replaced under warranty. I asked if the customer transfers with the arms and the dealer was unsure. Replaced as a desk arm on order 864394585